Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Functional testing found the monopolar receptacle was damaged and always active without anything plugged into the port. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event of device fire. It was reported that the device caught fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. It was also reported that the monopolar port of the device had an issue. The reported issue was confirmed. The most likely cause was traced to a component failure. The product analysis detected an additional condition that was not related to the reported issue: a bent pin was found in monopolar 2 receptacle. The most likely root cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total abdominal hysterectomy, a surgical fire at the hand piece end between the device and monopolar occurred. The fire was distinguished immediately and a new handpiece and lead were set up after this and used the same generator. After the case the device was inspected and the lead was found to be damaged but the universal connector on the monopolar 1 was also found to be damaged. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a surgical fire at the handpiece end between the device and monopolar occurred. The fire was extinguished immediately and a new handpiece and lead were set up after this. After the case, the device was inspected and the lead was found to be damaged but the universal connector on the monopolar 1 was also found to be damaged. There was no patient injury.